Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 70-year-old male with a medical history significant for coronary artery disease, prior coronary artery bypass graft surgery, and diabetes mellitus received an impella 5.5 device for temporary mechanical circulatory support. The device was electively implanted to provide hemodynamic support during high-risk coronary artery bypass grafting. The impella 5.5 device was surgically implanted via the right axillary artery. At the time of device initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage a. The device provided circulatory support for approximately four days, after which the patient was successfully weaned from support and the device was explanted with a survived outcome. However, following device explantation, the patient developed stroke-like neurological symptoms. Computed tomography imaging confirmed a cerebrovascular accident and the patient expired.

Manufacturer narrative:
The investigation was completed. Investigation summary: ppae (stroke): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 2015731. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.